Manufacturer narrative:
Investigation summary: customer returned (4) 3/10cc, 8mm, 30g syringes in open poly bags from lot # 5313879 and (10) 3/10cc, 8mm, 30g syringes in open poly bags from lot # 5201831. Customer states that the scale is incorrect. All returned syringes were tested using the plug gauge and 3 out of 4 samples from lot # 5313879 exhibited the 5 unit scale marking to be slightly high on the barrel. All other scale markings on all remaining samples were observed to be correctly placed on the barrel. Samples will be forwarded to manufacturing (holdrege) for volumetric analysis testing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 5313879, medical device expiration date: 11/30/2020, device manufacture date: 11/09/2015. Medical device lot #: 5201831, medical device expiration date: 07/31/2020, device manufacture date: 07/05/2015. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale on a 0.3 ml bd micro-fine¿ insulin syringe with 30g x 8 mm needle was found to be incorrect prior to use. No report of injury or medical intervention.